Manufacturer narrative:
(B)(4). This complaint for a connection issue in a uv flash transfer set was confirmed during the sample evaluation. The evaluation was completed, but the investigation is still not completed. One used set with no cap on spike (loose in pouch) and no cap on patient connector was received for evaluation. Functionally, the set was hand tightened with a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with no tubing leak noted. The set was visually inspected and noted that the tip of the spike was bent inward and base bent backwards. No other visual defects were noted. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed, but the root cause could not be determined.

Event description:
A doctor contacted baxter (B)(6) regarding a connection issue with a uv flash transfer set. The spike of the transfer set could not be connected to the twin-bag due to a mis-spike using a clean flash. There was patient involvement, but no patient injury or medical intervention was reported.